Event description:
Reagent failing to maintain performance specifications, specifically linearity claims.

Manufacturer narrative:
No field events reported. MDR filed based on potential field risk for mis-reporting of patient results.